Event description:
It was reported that the procedure was to treat an 89% stenosed, eccentric lesion in the moderately tortuous mid left anterior descending (lad) artery. After placement of an unspecified guide wire, pre-dilatation was performed using an unspecified balloon dilatation catheter (bdc). The 3.0x23mm xience pro stent implant was successfully deployed. During post-dilatation, vessel dissection was noted, which was treated with deployment of a xience pro stent implant. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure. There was no additional information provided.

Manufacturer narrative:
(B)(4). The xience pro device is currently not commercially available in the us; however, it is similar to a device sold in the us. There was no reported device malfunction and the product was not returned. A review of the lot history record revealed no non-conformances. The reported patient effect of dissection, as listed in the xience pro everolimus eluting coronary stent system instructions for use (IFU) is a known patient effect that may be associated with use of a coronary stent in native coronary arteries. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.